Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively both the balloons ruptured during inflation at less than 100psi, at volume less than 3 ml. The extravasated contrast was aspirated from the surgical field and the procedure was completed normally. The balloons were removed and found to be intact with the exception of pin holes. There was no evidence of any injury that occurred due to the extravasated contrast.